Event description:
Customer reported deivce =409 mg/dl. Customer took 4 units of insulin before dinner. Customer went for a walk and was experiencing hypoglycemic symptoms. Customer's device =27 mg/dl. Customer took glucose tables and ate a snack. The next day, device =261 mg/dl. Customer took 2 units of insulin. After taking a walk, customer collapsed. Customer's spouse tested & device = 15 mg/dl. Customer was given glucose tablets and a snack to bring blood glucose back up. Controls were in range. A request was made for return product and replacment product was sent.